Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use a tube was discovered to be cracked with a bd microtainer® sst¿. The following information was provided by the initial reporter, translated from japanese to english: a crack on the tube was found before use and the tube was thus not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use a tube was discovered to be cracked with a bd microtainer® sst¿. The following information was provided by the initial reporter, translated from japanese to english: a crack on the tube was found before use and the tube was thus not used.